Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Patient death was reported. Device is out of service and buried with patient.